Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.

Event description:
The plaintiff's attorney the plaintiff experienced a cardiovascular event on an unknown date in (B)(6) 2011 after use of the product.